Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a higher value when using the adc freestyle libre sensor the customer reported a scan of 86 mg/dl displayed for 5 minutes compared to a blood glucose result of 30 mg/dl on an unknown device. The customer experienced unspecified hypoglycemic symptoms, had a loss of consciousness, and was provided oral sugar by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury.